Event description:
The pt was supported with two paracorporeal ventricular assist devices (pvads) for biventricular support. The vad coordinator reported that both fill signal cables for the tlc-ii plus driver went bad within a short time of each other. It was reported that the pt was very symptomatic during the event and once the cables were replaced, the pt was able to recover. It was noted that the pt did not experience any injury or permanent damage.

Manufacturer narrative:
The approx age of device and device manufacture date and usage of device are not available as the identifying device lot number was not provided to the MFR. The reported event of a fill signal loss issue was confirmed based on the investigation of the returned rvad electrical lead (lead). Visual examination of the lead did not identify any visual damages or anomalies; however, electrical continuity testing that was performed identified a broken solder connection. The broken crimp connections identified on the rvad lead and associated lvad lead (reference medwatch #: 0002916596-2013-01570) would have affected the leads from functioning within the normal specifications when connected to tlc-ii plus driver. The eval of the returned leads confirmed damaged internal wiring. The tlc-ii plus driver microprocessor would not have been able to properly receive a fill signal from the vad resulting in the system reverting to a fixed mode of operation. A review of the device history records could not be performed as the identifying lot number was not provided. No further info is available. The MFR is closing its file on this event.